Event description:
In 2004 ,the patient reportedly could not obtain link between the sound processor and the internal device. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Five days later, the patient was seen by a company representative for evaluation. Programming adjustments were made. Testing performed confirmed that the device was functioning. Four days later, the surgeon notified the company that explant surgery was scheduled for the patient. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.